Event description:
The reprorter stated that the surgeon inserted an aq2003v silicone three-pice lens but the lens was removed during the same surgery. The incision was enlarged to remove the lens and sutures were not required.